Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempt is being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure other relevant patient history/concomitant medications? Date of initial surgical procedure? Product lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? What were current symptoms following the index surgical procedure? Onset date? Was the hernia repair associated with this event performed on primary or recurrent hernia? What was the defect size/type/location of the hernia associated with this event? Mesh size and overlap? In what tissue layer did you place the mesh? (Onlay, retro-muscular, extra peritoneal or intra abdominal). If applicable, the mesh fixation technique: device and technique? (Single or double crown; spacing between implants). Were there any surgical instruments used in the placement of the mesh that might have damaged the mesh? E.g. Graspers crimping the mesh fibers. Was there any triggering event prior to present recurrence? (E.g. Weight gain, sneezing, coughing, strenuous activity)? How much time from initial hernia repair to hernia recurrence? Was any medical or surgical intervention performed? If so, please provide date(s) and results. What is the patient¿s current status?

Event description:
It was reported that the patient underwent a laparoscopic hernia repair procedure on unknown date and mesh was implanted. Following the procedure, the patient experienced a recurrence of hernia. Currently, the patient is under follow-up. The doctor opined that the mesh might have not fully covered the lateral triangle and there was a possibility that the mesh moved though it had been fixed with straps since the mesh would be quite movable due to the film. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure: no information; other relevant patient history/concomitant medications: no information; date of initial surgical procedure: no information; product lot number: ja8hhsb0, jb8cxzb0, jd8dspb0, je8djbb0 or ja8bbhb0; what is physicians opinion as to the etiology of or contributing factors to this event: the doctor said overlap might be not enough. The doctor thought physiomesh didn¿t contribute to this event, because the same event occurred with other mesh; what were current symptoms following the index surgical procedure, onset date: no information; was the hernia repair associated with this event performed on primary or recurrent hernia: on primary; what was the defect size/type/location of the hernia associated with this event: the size of hernia is smaller than 3cm; mesh size and overlap: no information; in what tissue layer did you place the mesh (onlay, retro-muscular, extra peritoneal or intra abdominal): no information; if applicable, the mesh fixation technique: device and technique (single or double crown; spacing between implants): tapp; were there any surgical instruments used in the placement of the mesh that might have damaged the mesh, e.g. Graspers crimping the mesh fibers: no information; was there any triggering event prior to present recurrence? (E.g. Weight gain, sneezing, coughing, strenuous activity): no information; how much time from initial hernia repair to hernia recurrence: no information; was any medical or surgical intervention performed, if so, please provide date(s) and results: no; what is the patients current status: the patient is monitored. The actual device batch number associated with this event is not known. Three possible batch numbers are reported as follows: batch je8djbb0 mfg date: 05/01/2015, exp date: 04/30/2017; batch jd8dspb0 mfg date: 04/01/2015, exp date: 03/31/2017; batch jb8cxzb0 mfg date: 02/01/2015, exp date: 01/31/2017; batch ja8hhsb0 mfg date: 01/01/2015, exp date: 12/31/2016; batch ja8bbhb0 mfg date: 01/01/2015, exp date: 12/31/2016.